Manufacturer narrative:
No additional information was provided. This issue may be linked to a change in egm & markers concatenation procedure in smartcheck test manager. It has been corrected on the brady wireless module, not yet on the reply programmer module.

Event description:
Reportedly, there is an issue during a kora pacing threshold test on the xt tablet; the physician stops the threshold and the ECG became black during two consecutive thresholds. During the third pacing threshold test, everything functioned well. Right after the atrial pacing threshold test is normal.

Event description:
Reportedly, there is an issue during a kora pacing threshold test on the xt tablet; the physician stops the threshold and the ECG became black during two consecutive thresholds. During the third pacing threshold test, everything functioned well. Right after the atrial pacing threshold test is normal.